Event description:
During a tramflap the pt was burned. The burn required excision. The customer did not know if the pencil self-activated or if the footswitch was inadvertently activated because it slipped under the table and was out of sight.